Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient inadvertently increased the strength on his stimulator causing him to feel the surge in stimulation and discomfort. The manufacturing representative met with the patient on (B)(6) 2015. The manufacturing representative confirmed that the system was working appropriately at the time and re-educated the patient on proper use of the stimulator and programmer. The manufacturing representative had not heard anything further from the patient. The patient was scheduled to have the sensor activated on (B)(6) 2015.

Event description:
It was reported that the patient experienced a shocking feeling in his back while riding in his car the day of the report. The patient turned the stimulator off and the feeling went away; the patient was hesitant to turn it back on. The patient presented to the emergency room, and was examined with no abnormal health findings. The patient was discharged and then met with a company representative 3 days later. The representative stated that the implant was normal and all impedances were normal. It was suspected that because the patient kept the antenna in contact with the stimulator and put the programmer into his pocket, that when the patient tucked it into his pocket the programmer was still on. So, when the patient sat down, he accidentally turned stimulation up on the implant. When the patient read the programmer, it was higher than 5.0v and he experienced the surge. The device was reprogrammed to 4.3 v or lower and the patient was provided with programmer education. The patient was receiving comfortable stimulation and had no residual issues.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).